Event description:
It was reported that material twist occurred. An opticross 35 was selected for use in a venogram. During preparation, the catheter was attached to the sled. However, when the imaging was turned on for a test, the entire catheter uncoiled. The procedure was completed with a new catheter. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): obj, itx. H6 - device codes: updated. The device was not returned for evaluation. However, an analysis was concluded based on the received photo of the complaint device. The media attached to the parent record shows the imaging core coiled over the telescope. Additionally, the telescope was detached from the y manifold. No other issues were identified with the device.

Manufacturer narrative:
D2b - pro code (product code): obj, itx

Event description:
It was reported that material twist occurred. An opticross 35 was selected for use in a venogram. During preparation, the catheter was attached to the sled. However, when the imaging was turned on for a test, the entire catheter uncoiled. The procedure was completed with a new catheter. There were no patient complications as a result of this event.